Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending artery. A 38 x 3.00 mm promus elite mr drug-eluting stent was successfully deployed; however, the patient died shortly after deployment. No other details were provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of known inherent risk of device. This code was selected as the most probable complaint cause based on the information available. The complaint did not report any difficulties having occurred during stent deployment and there was no reported device malfunction. It is noted that per the product's instructions for use (IFU) that the event of death is listed as a known adverse event associated with device use.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending artery. A 38 x 3.00mm promus elite mr drug-eluting stent was successfully deployed; however, the patient died shortly after deployment. No other details were provided.